Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed to open even after reboot. The field service engineer (fse) found that the cubie lids in one drawer wouldn¿t open due to medication packed tightly in both cubies, which had jammed the lids. Fse showed the customer how to unload the cubies and reload the medication into new cubie pockets. The customer inventoried the two pockets and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had drawer failed to open.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.